Event description:
Admitted and treated for hypoglycemia. Veteran with insulin pump "resistant" to changes in pump. Primarily this was a pt compliance issue. "2. Hypoglycemia. An endocrine consult was placed. The pt has been very difficult to control diabetes. In fact, he is on an insulin pump at home and according to the pt and his family this is the only thing that seems to work for him. Endoorine's input was appreciated and he was placed on a basal rate of 1.3 units per hour and was instructed to cover before meals based on his accu-checks with insulin boluses. Nutrition also got involved and instructed the pt on counting carbohydrates in determining the relation of carbohydrates to the amount of insulin that he will need to use on a daily basis. The pt voiced understanding of the instruction."